Manufacturer narrative:
(B)(4). The pump passed the displacement test, active current measurement and self test. However, the pump failed the sleep current measurement due to moisture damage on the electronic assembly. The pump was received with a cracked case (battery tube), and cracked battery tube threads. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer had problem with batteries. Customer stated that they had to change batteries after 4 to 5 days. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.